Manufacturer narrative:
Inner thread of dental implant damaged. Implant was explanted 1 day after placement. Product analysis revealed that product was manufactured according to specification. Also the thread was functional problem is not comprehensive. Product without any defect.

Event description:
Inner thread of dental implant damaged. Implant was explanted 1 day after placement.